Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The motor rate error (mre) was evidenced in the event history log (ehl). The mre was not reproduced during occlusion testing. The mre was produced because the motor assembly components were worn. The subparts were over nine years old. No fault was found with the pump outside of the expected wear. The worn motor assembly was replaced.

Event description:
It was reported that the medfusion pump produced a motor rate error. The alarm was observed during preventative maintenance (occlusion testing). There was no patient involvement.